Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to initially received information, it was stated that nozzle units were replaced and safety valve membrane together with expiratory membrane were cleaned and adjusted to solve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. Further communication provided clarification that the nozzle units were not defective and was replaced only as precaution and test failure was related with membranes. The ventilator passed all functional and safety tests and was cleared for clinical use. Expiratory membrane is part of the expiratory cassette, which is only measuring and its failure would not affect ventilation. Safety valve membrane is part of the inspiratory pipe , which is part in inspiratory section, which is only a housing or connector for multiple parts and will not affect ventilation. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to safety valve membrane and expiratory membrane.

Event description:
Manufacturer's ref. #: (B)(4).